Manufacturer narrative:
The analysis prior to the repair showed that the product was running out of specification. A short visual inspection showed that the product had dents and was nicked up which indicates that it received external hits, e.g. A drop. This could already cause that the components get misaligned and hence running with tension, which causes higher friction and hence heat up and/or stronger wear. The following short test run showed that the heat up was reproducible. The bearings have been running gritty and the power consumption was too high. After disassembling of the product, it got visible that several components have been worn out, causing high friction and hence heat up. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: risk of burn injury from hot handpiece head or hot handpiece lid. Burn injuries in the mouth may be caused if the handpiece overheats. Never touch soft tissue with the handpiece head or handpiece lid! The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! The following individuals are authorized to repair and service kavo products: technicians at kavo branches throughout the world. Technicians specially trained by kavo to ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Service may only be carried out by kavo-trained repair shops using original kavo replacement parts. (B)(4).

Event description:
During a crown preparation to tooth # 31 the patient was burned on cheek to the size of a nickle. Patient was given benzodent topical anesthetic to apply to burn. No medical care necessary.